Event description:
Product investigation was completed, therefore a supplemental report is being filed.

Manufacturer narrative:
This lead was subjected to and passed all electrical testing. The lead damage was attributed to the use of electro cautery during the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead was found to be fractured during a device change out. The lead was then explanted and replaced. No additional adverse patient effects were reported.